Event description:
A customer reported an underinfusion while using a large volume folfusor. According to the report, the device was filled with sodium chloride and fluorouracil with a total volume of 264ml. The pump contained solution after the 46-hour prescribed therapy should have concluded. This event occurred during patient use, though no patient injury or medical intervention was in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between september 11, 2013 and september 13, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.